Event description:
The customer reported that during use of this intrex blade, 19.5 x 90 x 1.19mm in a total knee arthroplasty "the tip of the blade broke off" and was inadvertently left in the patient's joint. Post-operative x-ray was performed while the patient was still in the operating room and under anesthesia confirmed that the broken part had been left in the patient's knee. A revision surgery was then performed to remove the broken part. The patient was discharged as planned with no further complication or any long term adverse effect reported.

Manufacturer narrative:
Conmed linvatec has not received this device for evaluation as of this filing. A follow up report will be filed upon receipt of the device and completion of the evaluation. Device has not been returned for eval.

Manufacturer narrative:
An evaluation and visual examination of the returned device was unable to confirm the reported problem. The used blade was badly bent; all of the teeth are worn with one tooth severely bent. However, no missing parts were observed. The actual lot # was not provided, instead the customer provided 3 lot numbers (#208658, #219581, and #301348). All 3 device history records were reviewed and no abnormalities were found during the manufacturing process that could have caused or contributed to this reported breakage. A follow-up with the distributor revealed that the blade accidentally came into contact with other hard metal surgical instruments during use that could have caused/contributed to the damage condition of the returned blade. This type of damage can occur during use if the blade teeth come in contact with other metal instruments such as the cutting block or retractors that are harder than the blade teeth themselves. In addition, activation of the saw while inserting or removing the blade from the cutting block can cause teeth damage and possible breakage. Any damage to the teeth causes stress on the hub and may cause it to break there as well. A 2-year review of the device complaint history records found there are 3 complaints received with the same failure mode, of which this complaint and one other complaint are from the same customer. A letter of education regarding this type of damage will be forwarded to the customer.